Event description:
It was reported that a user experienced repeated dexcom g7 pairing failures with the ilet while the sensor remained connected to the dexcom app and the ilet displayed ongoing pairing prompts and failure notifications; the user was in bg run mode and was guided to toggle cgm selection from g6 to g7 and reattempt pairing. Symptoms included interruption of automated glucose management due to loss of cgm-pump connectivity. Outcomes included dosing suspension warnings and a temporary reversion to bg run mode without hospitalization or injury. Investigation included customer support troubleshooting and user education on device settings and pairing workflow. Investigation of this case revealed a communication and pairing failure between the ilet and the dexcom g7 consistent with a connectivity or setup issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was transient cgm-to-ilet connectivity.